Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the evaluation found the following; adhesive on the bending section cover had a chip, the up/down angulation lever plate, the universal cord and the grip were sticky, the control unit was damaged and sticky due to water leakage, the suction connector was sticky, the scope connector cover unit was sticky, the bending angle in the up direction did not meet the standard value, the angulation lever did not move smoothly, the connecting tube did not rotate smoothly, the light guide bundle was slipping down, switch 1 did not work and there were physical stresses observed overall. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the forceps channel port was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely stress from use, external factors, or handling caused the event to occur. However, a definitive root cause could not be determined. Inspection method as for the relevant event is described as below operation manual "chapter 3 "preparation and inspection" 3.3 "inspection of the endoscope ". Inspection of the endoscope 1."inspect the control section, and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities." Olympus will continue to monitor field performance for this device.